Event description:
Rep reported that surgeon pulled a product off the shelf that was correctly labeled and implanted what he thought was a programmable valve. He later realized that it was actually a precision valve. He claims the packaging looks similar. The valve has not been explanted. The patient is being monitored.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be received. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.